Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the patient's right atrial lead exhibited multiple episodes of inappropriate automatic mode switch episodes due to lead noise. In addition, low pacing impedance values were also noted, and lead insulation abrasion was suspected. The patient is pacer dependent and no adverse patient consequences were reported in response to these issues. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.